Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: analysis of the returned device identified: fold creases, weight to spec and opening curved on the posterior side. A visual and microscopic analysis were performed which identified wear abrasion, stress marks and opening crease sharp on the posterior. Base on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side rupture. Device has been explanted.